Manufacturer narrative:
The visual inspection performed on the returned prosthesis valve did not highlight any pre-existing defects. The simulation of the valve collapsing, performed with the returned valve and a demo accessory kit, was completed capturing both sides of the valve, despite a slight overlapping of the metallic elements was detected in the outflow side of the device. This incorrect configuration is reasonably related to the valve manipulations occurred. With regards to the collapsing difficulties reported, it is not clear whether the issues encountered relate to the overlap detected during the investigation or to other difficulties. However, since no collapsing difficulties were reported for the first implant attempt, it is unlikely that this problem relates to an intrinsic device issue. Furthermore, it should be noted that the attempt to re-collapse the valve after the explant is an off-label use, according to the pvs IFU, because the valve integrity is no longer ensured. Based on the case history, no further specification was provided on the device malpositioning. Therefore, ultimately the root cause of the reported event cannot be established. However, based on the investigation performed, no pre-existing defects were identified.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The device was returned to the manufacturer and it was received on 04 apr 2019. The gross examination showed that the prosthesis valve was received in general good conditions. Further investigation is ongoing.

Event description:
On (B)(6) 2019, a perceval pvs25 implant attempt occurred. However, it is reported that the device was not well positioned after the implant, and it was consequently explanted intra-operatively. A second collapsing attempt occurred in order to re-implant the same pvs25 valve, however, the nurse had difficulty collapsing the device this time. A new perceval of the same size was ultimately implanted. The procedure added 10 minutes of bypass time and cross-clamp time. It is reported that these intra-operative difficulties had no impact on the patient.